Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code (B)(4). There was no reported adverse event.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, error code 41622 appeared during motor test. Event history log was reviewed and the error was found. The optic switch cam sensor was broken off the mount and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.